Manufacturer narrative:
Additional information: h.3. Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed signs of physical damage on the heater tray assembly due to discoloration and a cracked surface. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test passed. System air leak test passed.a simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. Mushroom head check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized due to not being able to drain fluid out which resulted in shortness of breath. The patient stated that the nurse believes the patient might need a new cycler. Attempts to obtain additional information were unsuccessful. The patient did not report any malfunction with the the cycler or call technical support to troubleshoot any issues. There have not been any further calls since this report.

Manufacturer narrative:
Clinical review: the failure of fluid to drain from the patient can be the result of several issues. Common causes of impaired flow include catheter occlusion from constipation or fibrin clot, catheter kinking or malposition, or adhesions in the peritoneum causing entrapment of the catheter with no additional reports of issues from the patient or pd clinic, an outflow issue is most likely the cause of the patient not being able to drain the pd fluid. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized due to not being able to drain fluid out which resulted in shortness of breath. The patient stated that the nurse believes the patient might need a new cycler. Attempts to obtain additional information were unsuccessful. The patient did not report any malfunction with the cycler or call technical support to troubleshoot any issues. There have not been any further calls since this report.